Event description:
It was reported that there was noise on the right ventricular (rv) lead electrogram. Damage to the lead was suspected. At a followup check, no source of noise could be identified and no changes or interventions were performed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.